Manufacturer narrative:
No bubble anomaly was noted on the keypad overlay. The keypad was normal. Minor scratches were noted on the display window.

Event description:
Customer reported that she received a defective replacement insulin pump and wants to return it. She stated that the insulin pump was received with a bubble layer on the keypad between the up and down arrow key. Customer stated she was going to connect her old device; she was advised that if it was being replaced, it should not be used. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.